Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was reproduced while running a water filled test set. System error 322 was confirmed through the event history log. During evaluation, the upper latch switch gap was found out of specification and was adjusted to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displated system error 322, during patient therapy in the pediatric cardiac care center unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.